Event description:
The customer reported the system is displaying intermittent filament errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver board and x-ray tube. System operates as intended. (B) (4).